Event description:
It was reported that a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. Physician was performing the trans-septal puncture with a non-bsc sheath and trans-septal needle. He engaged the septum and first advanced the needle then the sheath. Via transesophageal echogram (tee), the sheath could not be seen in the left atrium for which they attempted to aspirate blood through the sheath without success. Physician withdrew the sheath and re-engaged the septum to successfully complete the trans-septal puncture. At this time, the sheath was re-advanced and an accumulation of fluid was noticed in the pericardial space behind the right atrium. Patient was observed and no interventions were performed. Approximately 30 minutes later, the case was aborted and the patient was sent to the pacu. Patient was admitted and observed overnight. No other complications occurred. Patient is now doing well and has been discharged home. No watchman product was introduced to the patient.